Manufacturer narrative:
Product analysis of ins 97714 restore sensor MRI ((B)(4)) found c200/stim ins/battery/reduced capacity due to overdischarge. (B)(4).

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was premature battery depletion, and the battery continuously would not hold a charge for very long on tr aditional stimulation so it was explanted and replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Fdc updated.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.